Manufacturer narrative:
The company representative examined the system and replaced the host module on the system. However, it was not stated whether or not the reported event was replicated. The system was then tested and met all product specifications. A review of the system¿s event log on the date ((B)(6) 2012) of the reported event, did not reveal any nonconformities related to this event. A sample has not been received for further evaluation. A review of complaints for the last 24 months did indicate 2 similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A customer reported the screen of the equipment did not turn on during a cataract with intraocular lens implant procedure. Following a delay greater than 15 minutes, the procedure was completed with the same equipment and accessories with no harm to the patient.